Manufacturer narrative:
The device was returned to olympus for inspection. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in nozzle. There was no patient involvement.